Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 20 synergy ii stent, it was noted that the proximal edge of the stent was damaged before it even came out of the hoop. No patient complications were reported as the device never entered the patient's body.

Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 3.00 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the proximal stent strut row 1, stent struts were lifted from their crimped position and pulled distally. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 20 synergy ii stent, it was noted that the proximal edge of the stent was damaged before it even came out of the hoop. No patient complications were reported as the device never entered the patient's body.